Event description:
A report was received that the patient underwent a revision to suture down her lead. The patient's wound had trouble healing, which caused the incision site to re-open and the lead to surface. The physician sutured down the lead and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.